Event description:
It was reported that the device's pacer and sync lights are always on and its display will not illuminate. The problem was discovered during routine test of the device and no pt was involved.